Event description:
While visiting a customer site and working on a lh500 system , a field service engineer detected less than 5 ml of dried blood which had come from a small hole worn in the tubing through pv21. The leak was contained inside the instrument. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) replaced tubing at pv21. He also found intermittent non-numeric results on the normal control due to a partially occluded sample line and flushed the line and mix chamber. Issues were resolved. (B)(4).